Event description:
It was reported that the ilet device did not charge properly, and a replacement charger was sent to determine whether the issue was due to the charger or the device. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included user troubleshooting and education. Investigation of this case revealed a suspected charging malfunction associated with the external power supply or charging interface, pending confirmation with the replacement accessory. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation with the replacement charger.